Event description:
It was reported that during a da vinci-assisted left lower pulmonary lobectomy, there was bleeding from the pulmonary artery (pa) and the procedure was converted to a thoracotomy. The patient was taking steroids and the tissue was described as sticky, which complicated the dissection and caused the vessel sealer extend (vse) instrument tips to "hit hard." The customer explained the the "vse strongly suppressed the interlobar pulmonary arteries." When the interlobar pa was injured, the vse instrument was being used to separate the upper and lower lobes. The surgeon stated that the tips of the vse instrument could have hit the vessel due to the patient's anatomy, causing the bleeding. A tip-up fenestrated grasper instrument was used to hold compression, prior to switching the assistant's forceps, and the patient side cart (psc) was emergently undocked. After the conversion to a thoracotomy, another clamp was applied to the pa, but the bleeding did not stop. To resolve the bleeding, a cardiovascular surgeon sutured the pa; there was an estimated blood loss of 1800ml, and the patient required a blood transfusion of six units. The procedure was completed. The surgeon does not believe a da vinci system, instrument, and/or accessory caused or contributed to the reported event. The surgeon did not experience any energy issues, such as delayed sealing, insufficient sealing, or no sealing, while using the vse instrument during the procedure.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the pa injury was possibly a result of the vessel sealer extend (vse) instrument tips, hitting the pa due to the patient's anatomy. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Advance energy logs show that the vse instrument (lot number: k11231005-0310) was installed and passed homing. There were 3 cut complete events that were noted, and 3 seal events with no errors. There were no vse instrument related errors seen in logs.